Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, multiple episodes of auto mode switches due to noise were noted on the right atrial (ra) lead. The noise could not be reprogrammed. The lead revision was discussed. The patient presented to clinic. The noise was not reproducible. No intervention was made. The patient was stable and will continue to be monitored.